Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. The catheter came out during use , could possibly be due to hole or leak on the catheter balloon. Hole or leak balloon could be occurred due to various reasons. However, in the absence of returned sample and limited information available for this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
This is 2nd catheter used for same patient. Catheter was placed after initial catheter slid out of patient in recovery from bladder tumor removal surgery. When nurse tried to remove this catheter after 24 hours she found that it had not retained the sterile water in the retention balloon. Catheter was still in place and functioning properly but balloon had failed.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
This is 2nd catheter used for same patient. Catheter was placed after initial catheter slid out of patient in recovery from bladder tumor removal surgery. When nurse tried to remove this catheter after 24 hours she found that it had not retained the sterile water in the retention balloon. Catheter was still in place and functioning properly but balloon had failed.